Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the receiver. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 09/14/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The reported event of loss of connection could not be confirmed because it was observed the transmitter and receiver did not successfully pair. A root cause could not be determined.